Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device mode switched, and diagnostics indicated that the patient had likely been in atrial fibrillation for a number of months. However, the recorded atrial fibrillation trend, as well as the number of atrial high rates and mode switches recorded, did not reflect this. This was determined to be a known issue related to the mode switch collection delay. The recommendation was made to program collection delay off, and the device remains in use. No patient complications have been reported as a result of this event.